Manufacturer narrative:
The customer called into technical support (ts) reporting that while the device was being evaluated for the issue of "alarm will not silence" it was also noted that there was no power to unit and they replaced power management pcba, power supply x2 and power cord but did not resolve the problem. It was also observed that the mc board was sparking. The device was not available for further evaluation to confirm the additional problem of the sparking mc board.

Manufacturer narrative:
G4:03mar2021. B4:04mar2021. H11:g5:k102985. H10: philips field service engineer (fse) was unable to evaluate and confirm the reported issue. The customer declined the quote for service to repair the device. The reported issue remains unknown. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 30apr2021. B4: 30apr2021. The philips field service engineer (fse) evaluated the device and confirmed reported problem. The fse ordered pcba,power mgmt,v60 to resolve reported problem. However, multiple good faith efforts were made to obtain further information regarding device evaluation, repair, and operational status with no response and therefore cannot be determined. No additional details regarding the reported issue and its resolution are available. The device remains at the customer site. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Implant date: (B)(6) 2021. Explant date: (B)(6) 2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer called into technical support (ts) reporting that the device¿s alarm will not silence. The customer reported there was no patient involvement at the time the issue was discovered.